Manufacturer narrative:
Additional narrative: upon received of product, lot number 8761909 was identified, concomitant lot number was updated for part number 03.812.001. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: t-pal spacer applicator handle (part # 03.812.001, lot # 8761909, quantity of 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. It was reported that during a transforaminal lateral interbody fusion (tlif) at unknown levels, the tip of the t-pal spacer application inner shaft broke off into the t-pal spacer applicator handle. The inner shaft goes into the handle. While impacting the handle with a mallet the tip of the inner shaft broke off. The inner shaft is contained inside the handle, therefore the broken tip remained inside the handle and the breakage did not affect the patient. Fragments were not generated from the breakage. Once the procedure was completed, the surgeon discovered that the inner shaft had broken. There was no surgical delay. Additional medical intervention was not required. X-rays were not taken. The procedure was completed successfully with the same device. Additional devices were not required. The patient status was reported as good. The breakage of the coupling head of the returned inner shaft t-pal spacer applicator inner shaft (03.812.003, 9751384) was confirmed, but the returned applicator handle (03.812.001, 8761909) was found to function as intended and is therefore concomitant since it did not contribute to the breakage of the proximal end of the returned inner shaft. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned t-pal spacer applicator inner shaft (03.812.003, 9751384) was manufactured on 02feb16 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Durability of inner shafts was validated by endurance testing (insertion and removal), which was completed with no functional failures after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide, the root cause of the complaint condition is possibly due to use of improper technique. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing site: (B)(4). Manufacturing date: february 02, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: lxh. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tranforaminal lateral interbody fusion (tlif) at unknown levels, the tip of the t-pal spacer application inner shaft broke off into the t-pal spacer applicator handle. The inner shaft goes into the handle. While impacting the handle with a mallet the tip of the inner shaft broke off. The inner shaft is contained inside the handle, therefore the broken tip remained inside the handle and the breakage did not affect the patient. Fragments were not generated from the breakage. Once the procedure was completed, the surgeon discovered that the inner shaft had broken. There was no surgical delay. Additional medical intervention was not required. X-rays were not taken. The procedure was completed successfully with the same device. Additional devices were not required. The patient status was reported as good. Concomitant medical products: t-pal spacer applicator handle (part 03.812.001, lot unknown, quantity 1) and mallet (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).